Manufacturer narrative:
Results-unit returned was not returned complete, the prn and tubing was not returned. Conclusions-unable to determine the cause for the failure, the unit was not returned complete. Therefore, co was unable to evaluate properly. The nurse had difficulty pulling the stylet to hood the stylet when it finally did pull back the stylet came back into the clear tubing went through the tubing and the stylet pierced the thumb of the nurse. The nurse stated she had loosened the stylet prior insertion. Unit returned for evaluation wasn't complete lack of prn and tubing parts that is the reason why I couldn't make any testing. Probable cause of incident: indeterminate. Appropriate production personnel were informed about the incident.